Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported phone call that the insulin pump had an audio/vibrate anomaly. The customer's blood glucose was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with full segment display, problem isolated to interface board. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip. Unable to verify audio/vibrate anomaly/absence of alarm due to display anomaly.